Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced under the lens. The lens still in the loading area. The trailing haptic is misfolded under the lens due the to the plunger underride. The optic is scraped by the plunger. The lens is not broken. The misfolded trailing haptic may have been interpreted as broken. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. A plunger underride was observed. The trailing haptic was misfolded under by the plunger underride. This may have been interpreted as the reported complaint. The lens was scraped by the plunger but was not broken. The root cause for the underride could not be determined. Plunger underride may occur: due to rapid advancement faster than the dfu recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported prior to implantation of an intraocular lens (iol) in a preloaded delivery system, the surgeon noticed that iol was broken. This was noticed before the iol contacted the patient and it was replaced with a new iol. Additional information was requested.